Event description:
It was reported patient enrolled in a clinical study underwent an initial hip arthroplasty on an unknown date in 1998. The patient was revised on unknown dates in 2000 and 2002 for unknown reasons. Subsequently, patient underwent a revision procedure on (B)(6) 2003 for unknown reasons. A review of invoice history indicates the head and cup were removed and replaced. It was further reported patient underwent a revision procedure on an unknown date in 2006 for unknown reasons. Subsequently, patient underwent a radical debridement procedure on (B)(6) 2009. All components were removed.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. The following sections could not be completed as limited information was available: event date; explant date. This report is number 1 of 2 mdrs filed for the same event (reference 1825034-2014-03534 / 03535).